Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the right atrial (ra) lead exhibited noise that was oversensed and led to pacing inhibition due to a suspected fracture in the subclavian area. A revision procedure was performed where the lead was explanted. It was noted that fluoroscopy imaging was used during the explant procedure. The device was also electively explanted at that time. No additional adverse patient effects were reported.